Manufacturer narrative:
The reported field event of premature battery depletion was confirmed using longevity calculations. The device was tested on the bench, which includes impedance, sensing, pacing, high voltage shock output, and environmental stress testing, and the device was normal. No sources of high current were found in the device. The battery was analyzed by its manufacturer and was found to be normal. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that an asymptomatic patient's device had reached eri and subsequently eol unexpectedly, premature battery depletion was noted. The device was explanted and replaced. The patient was stable during and after the procedure.